Event description:
Indication: other immunodeficiencies with predominantly antibody defects. Patient states that pump stopped working when infusing his 1st syringe when there was about 2-3 ml left of igg. He finished infusion using emed scig 60 infusion pump from previous pharmacy. No mention of any adverse effects. New pump has been shipped out and old pump will be returned. No other information known. Reported to (B)(6) by: patient/caregiver.